Manufacturer narrative:
The field event of inappropriate therapy was verified in the stored egms. The device was tested on the bench and on the automated electrical test system. No anomalies were detected and the device was found to be normal. The noise observed on the egm strongly resembled that produced by a damaged lead and not that produced by emi interference.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of emi. The patient reported riding his lawn mower with the hood off, and the engine about one foot away from his chest.